Manufacturer narrative:
According to received information, the reported humidifier problem was caused by a humidifier column. Column may get air locked resulting in erroneously high tidal volumes in pressure control modes of ventilation or drop in pip with increase co2 in volume control modes including prvc. The humidifier column that was used by the hospital to connect to the ventilator was a neptune device and is not getinge device.

Event description:
A user facility medwatch report # (B)(4) was received stating that: "it was reported that there was a potential ventilator humidifier problem with a humidifier column -neptune smart concha column. Column may get air locked resulting in erroneously high tidal volumes in pressure control modes of ventilation or drop in pip with increase co2 in volume control modes including prvc." (B)(4).